Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that a patient had an brevera breast biopsy procedure on (B)(6) 2026, and upon removing the device from the patient's breast, a foreign material that "seemed to be plastic" was present in the end of the needle aperture. It is reported that the samples that were acquired "also had small pieces of plastic in them, and what appears to be a tiny fragment of metal." The user reports that "there is potential that there could also be some within the patient's breast." No further information is currently available.